Event description:
A patient with multiple medical problems was transferred from an outside hospital status post myocardial infarction and ptca, percutaneous transluminal coronary angioplasty, stent placement. The patient was on bedside hemodialysis in the ICU. It was noted that the filter was leaking approximately 300 to 400 cc of blood onto the floor. The patient went into ventricular tachycardia and a code was called. Resuscitation was unsuccessful and the patient expired. Currently investigating cause of leak with independent evaluation. Results of the investigation are pending.follow up with the site reveals that the filter is an integral part of the single use 'cartridge' used with the nxstage system one portable dialysis unit.